Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by cloudy effluent. The patient began treatment with vancomycin (2 grams, every 5 days) and ceftazidime (1 gram, per day) ip for peritonitis. Six days later, the treatment with ceftazidime was stopped. On the same day, the patient was re-trained on aseptic technique. Treatment with vancomycin was ongoing. The patient was not hospitalized. The patient was recovering from the peritonitis and exhibiting a limpid effluent.. Physioneal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the treatment with vancomycin was discontinued after 21 days and the patient had recovered. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.